Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing had occurred while wearing the pod. The patient reports having irritation from the pods adhesive and cannula at the pod infusion site (leg). The patient reports they had gone to their doctor and was prescribed clobetasol to be used topically for 2 weeks. The patient was able to apply a new pod.